Event description:
The customer reported a fluid leak of approximately 5ml from a coulter lh 500 hematology analyzer. The customer could not isolate the source of the leak, which was not contained within the instrument and the customer stated that no differential results were received at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found a leak from a cut in the tubing through pinch valve pv27. The fse replaced the tubing through pv27, which resolved the leak. The instrument ran without leaks and the repairs were verified per established service procedures. (B)(4).